Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio: 0.9, re-test: 4.0, lab: 2.8. Time between inratio tests: 10-15 minutes. Time between inratio tests and the lab: within an hour. Therapeutic range: 2-3.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.